Event description:
The pt reportedly experiences intermittency. External equipment was exchanged, however, that did not resolved the issue. Testing of the device revealed out of range impedances on all contacts. Surgery to explant the device will be scheduled.